Event description:
It was reported that the dependent patient presented for follow-up. The pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).